Event description:
The customer reported a leak of clear fluid coming from the center back of the coulter lh 750 instrument. The volume was reported as about 5ml. The leak was not contained. The customer was wearing personal protective equipment (ppe), including gown and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The msds was not reviewed. There is an exposure control plan at the facility. No erroneous results were generated. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found valve 4 broken on the instrument. The fse replaced the valve to resolve the issue and cleaned the leak from broken tubing found at valve 4. Valve 4 is the valve for the hemoglobin drain valve, and contains lyse, blood and diluent while in operation and cleaner while in shutdown. Failure mode for this event is broken tubing at valve 4. (B)(4).